Manufacturer narrative:
Additional narrative: a product development investigation was performed. The returned device was confirmed to have a worn tip. Additionally the tip was found to be broken and missing a fragment. The balance of the device is in good condition. A visual inspection, drawing review and device history record (DHR) review were performed as part of this investigation. Replication of the complaint condition is not applicable as the device is already broken and worn. The complaint is confirmed. The t25 stardrive screwdrivers are noted in the matrix spine system - degenerative technique guide. Relevant drawings were reviewed during investigation. The design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. No definitive root cause was able to be determined. The failure is likely related to cumulative wear on the device over time. There were no issues during the manufacture of this product that would contribute to this complaint condition. The design history was not found to impact the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. There was no reported patient involvement associated with the complained event. Device is an instrument and is not implanted/explanted. The subject device has been received and is currently undergoing investigation. The results of the investigation are pending completion. A device history record review was performed for the subject device lot. Manufacturer: (B)(4). Date of manufacture: (B)(6) 2014. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016, during an inspection of field equipment (while re-assembling a tray) it was noted that the tip end of a straight tip driver shaft used to place locking caps was stripped due to suspected wear and tear of the device. It is unknown when the device became stripped. It was confirmed that there was no patient involvement. No additional information is available. This report is 1 of 1 for (B)(4).